Event description:
Potential for injury associated with a faulty throttle potentiometer on a 220 scooter. This event could cause the product to make unintended and erratic movements and possibly cause injury to the user or bystanders.